Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head was unable to interrogate due to an out of specification cable. It was also indicated that the head label was delaminated and the head lens was cracked. The cable, label, and upper case were replaced and the head passed functional testing. (B)(4).

Event description:
The radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.